Event description:
The surgeon inserted a single piece silicone toric lens model aa4203tl into the pt's eye and the lens tore. The lens was removed and replaced with another model lens without enlarging the incision. No pt injury.

Manufacturer narrative:
A visual inspection of the returned product shows the lens is torn in half and a portion of one haptic is torn off & missing. Clear and reddish surgical residue on the lens. No conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation. PMA number is p880091.